Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via sems-06405540 that an ar-6410 pump tubing's rollers were rotating excessively. This occurred during use from the beginning of the case and they decided that the pressure was not appropriate for use and stopped using it. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage.